Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it click into place and did not fall out during functional testing. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sigmoid resection procedure by scope, on the first firing the blue cartridge moved out of the jaw. The reload fell into the patient's abdomen, but it is unknown at this time if it was retrieved. The staff decided not to use the cartridge/device, decided to switch to a new instrument and cartridge. There was no adverse consequence to the patient.